Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. A month later, the patient had the inflatable penile prosthesis left cylinder component and pump replaced due to a hole in the left cylinder. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the fluid leak and inflation issue was confirmed. Product analysis was able to confirm the reported event. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 cylinder was visually inspected, leak tested, pressure tested and microscopically examined. Cylinder had wear at a fold in the proximal cylinder body. The cylinder had detached/broken fabric threads and exhibited bulging when inflated with a syringe; a leak was present. The cylinder was not pressure tested due to leak was identified. Product analysis confirmed the reported event. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen because the reported event was confirmed through investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. A month later, the patient had the inflatable penile prosthesis left cylinder component and pump replaced due to a hole in the left cylinder. Following the surgery, the patient was stable, improved and the event resolved.